Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that he thought the keypad buttons were sticking. The pump and the patient were reportedly unavailable to troubleshoot. Customer support (cs) advised the reporter to call back when the pump is available to troubleshoot. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.